Event description:
A pt reported experiencing inaccurate erratic results with their meter. The pt's blood glucose results were 220 and 157mg/dl. Tests were done within 10 mins with a difference of 30%. Pt did not experience any adverse events. No further info has been reported.